Event description:
It was reported that after the pt was connected to the pump, high base line alarms were experienced. Because of this, the pt was transferred to another pump. The pumping continued until the pt expired. The death is not attributed to the pump difficulty.